Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the x-arm of the pipetter assembly was not picking up tips correctly. The plunger clamp was replaced. The tip clamp and sleeve were cleaned. The instrument was tested without further problem and returned to service.